Event description:
The hcp reported that the pump was explanted approximately 18 months after implant. The reason for the explant ws "defective pump"; "patient not receiving drug". A dye study was performed - date and results are unknown.